Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/02/2015 and could not confirm an active leak. The fse found the vacuum pump defective and weak causing the white blood cell (wbc) bath to become clogged. The fse stated the leak that the customer witnessed was the wbc bath overflow resulting from the issue. The fse replaced the vacuum pump and cleaned the wbc bath resolving the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported approximately 4 ml of uncontained diluent fluid leaked from the right side of a coulter ac·t diff 2 analyzer. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was/no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.